Manufacturer narrative:
A CT scan was taken, and the imaging showed that the mandibular component was not placed in the intended location. The surgeon plans to revise the mandibular component. H3 other text: it is still implanted.

Event description:
The patient¿s left mandibular component is going to be removed and revised due to dislocation.

Manufacturer narrative:
The surgeon plans to revise the left mandibular component.

Event description:
The patient¿s left mandibular component is going to be removed and revised due to dislocation.